Manufacturer narrative:
The vent had a loud leak noise from the rear of the unit. It was determined that it was the gas delivery system (gds). The device was always getting 100%o2 flow. The device was evaluated by the customer with the assistance from a philips remote service engineer (rse). The rse informed the customer that the repair is the cpu pcba and provided replacement information. The customer ended up replacing the o2 solenoid and it corrected the o2 flow issue.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted.

Event description:
It was reported to philips that the device had a patient disconnect alarm while patient was connected. Clinical usage is currently unknown, requests for further information have been made. There is no report of patient or user harm. The investigation is ongoing.